Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that the battery gauge was intermittently fluctuating. Customer's blood glucose was 194 mg/dl. Customer continued to use the pump for insulin therapy.